Manufacturer narrative:
Varicose veins: new trends in treatment in a vascular surgery unit ann. Ital. Chir., 2016 87: 166-171 pii: s0003469x16024908 a2 average age a3 majority gender b3 date of publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Aim: less invasive techniques such as foam sclerotherapy, endovenous laser or radiofrequency ablation have recently been introduced as a valid alternative to surgery for the treatment of varicose veins (vvs). We retrospectively reviewed our experience in the treatment of vvs with particular attention to how our therapeutic approach has changed over the last years. Material of study: data of all patients consecutively treated from september 1st 2013 to july 31st 2015 for both primitive and recurrent vvs were retrospectively collected and analyzed. Statistical analysis was performed using the software jmp 5.1.2 (sas institute). Results: a total of 409 legs in 378 patients were treated. The percentage of stripping of the great saphenous veins (gsv) for primary vvs has decreased over the years (67% in 2013 vs 15.2% in 2015), differently from what happened to the percentage of rfa of the gsv (14.3% vs. 31.5% respectively in 2013 and in 2015) and to the percentage of legs treated with the a.s.v.a.l. Technique (8.7% vs. 31.5% respectively in 2013 and in 2015). Likewise, in 2013 most procedures were performed using spinal anesthesia (77.5%), while in 2015 the most used anesthetic techniques were both the local anesthesia and the local anesthesia with conscious sedation (35.9% and 29.3% respectively). Post operative course was uneventful in all cases but seven (1.7%). At follow-up (median 16.9 months, iqr 7.5-22.6 months), neither major adverse events nor deaths were recorded. Conclusions: during the years of our experience, we observed a trend towards a less invasive approach for the treatment of vvs, with safe and effective results.